Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient was seeing an end of service (eos) message. A manufacturer representative was meeting with the patient on the day of the report to interrogate the implant. The patient was implanted in 2011. Upon interrogation it was found that the battery was at eos. It was noted that this was the patient¿s 2nd overdischarge and for the most recent overdischarge they came out of overdischarge and then went back down into overdischarge. It was further reported that everything was on hold until the patient got their insurance situation figured out. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent